Event description:
Additional information reported that the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic, and the right ventricular lead exhibited noise and low impedance. During in-clinic testing, the patient experienced muscle stimulation. A lead revision would be scheduled.